Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with peripheral arterial disease was treated for a plaque lesion in the proximal/mid right superficial femoral artery using the impact admiral drug-coated balloon. The lesion length was reported as 150¿170 mm and the vessel diameter as 5 mm. Restenosis was reported within 3 months. A repeat reintervention was performed at 3 months, during which turbohawk plus directional atherectomy and an impact admiral drug-coated balloon were used. A 6 fr sheath and a 0.014 guidewire were used, embolic protection was not used, the vessel was not pre-dilated or post-dilated, no resistance was encountered when advancing the device, and the balloon was inflated using a non medtronic inflation device with 50/50 contrast. The patient was reported alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.